Event description:
It was reported that the patient with this right atrial (ra) lead reported exhibited minute ventilation (mv) oversensing in the past. The lead remains in service. No adverse patient effects were reported.